Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was implanted on (B)(6) 2026, during that procedure it was noted that the non-boston scientific leads were fractured. As a result, the next day another procedure was performed to replace the leads, however, it was noted that this pacemaker exhibited loss of capture (loc) and impedance anomaly. As a result, the patient required temporary pacing support during the procedure. And a new device was successfully implanted. No additional adverse patient effects were reported. This device is not expected to be returned.